Event description:
On an unknown date, an aortic valve replacement procedure was performed with an sjm trifecta valve in a patient with severe aortic stenosis. Approximately three years post procedure, echocardiography revealed severe transvalvular aortic regurgitation. Given the patient's comorbidities of pulmonary hypertension, chronic obstructive lung disease, and neurological dysfunction secondary to parkinson disease, a valve-in-valve procedure was performed with a 23 mm tavi valve from another manufacturer. The procedure was uneventful. At the six month follow-up, the patient reported a significant improvement in symptoms with good function of the valve.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.